Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pace impedance measurements and high out of range pace impedance measurements. A revision procedure took place. At the revision, visual inspection noted the pin and setscrew were in position and a tug test was performed with the lead staying in position. The device and lead were disconnected and lead testing with a pacing system analyzer (psa) exhibited pacing threshold and impedance measurements within range. The lead was reconnected to the device and again gave measurements within range. Boston scientific technical services discussed the possibility that there may have been a slightly marginal connection that they corrected through troubleshooting. The physician elected to explant and replace this device and leave the rv lead in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. It was noted that no witness marks were found in the lead barrels to indicate the lead insertion depth. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.